Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported collapsed tip could not be confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid left anterior descending artery (lad). Reportedly, the 3.0 x 08mm nc voyager was advanced for post-dilatation; however, the balloon was ruptured at 14 atmospheres. The post-dilatation procedure was finished by another balloon. Resistance was felt during advancement and removal of the device due to patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.